Event description:
The pt received two percutaneous leads (from the same lot) for a trial procedure on (B)(6) 2011. It was reported that the stimulation does not get far enough up into her back as she requires. The pt tried each program to resolve the issue but was unsuccessful. She went to the emergency room thinking that one of the leads pulled away from implant site. The emergency room staff reinforced the implant site with tegaderm and tape. A permanent procedure was not done because of poor trial results. The trial leads were removed and discarded.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.